Manufacturer narrative:
Unit received with an external flash error loop during boot up, fault isolated to the motherboard. Unable to perform operating current test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify bolus stopped alarm due to external flash error alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a external flash error alarm in the middle of the night. Customer reported that insulin pump was vibrating and settings were cleared out. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.